Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had massive urinary tract bleeding in the hospital. Date of transfusion (concentrated red blood cells) was not specified. The approximate number of units of red blood cell concentrate transfused per 24 hours was unknown. It was stated that drug treatment was performed, and the patient received warfarin and adona (carbazochrome sodium sulfonate hydrate). The patient was admitted on (B)(6) 2023, and treatment was ongoing. The cause of the bleeding was stated to be precipitated by a history of lesions or disease at the site of bleeding (bleeding from mucus around the tip of the urinary balloon). The event was not stated to be device related. It was additionally communicated that on (B)(6) 2023, the patient had a transfusion and the approximate number of units of red blood cell concentrate transfused per 24 hours was less than 4 units. Drug therapy was performed, and the patient received adona. The cause of the bleeding was stated to be precipitated by a history of lesions or disease at the site of bleeding and hastened the development of bleeding (bleeding from the bladder and epistaxis). The event was not stated to be device related.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported bleeding could not be conclusively established through this evaluation. Additional information revealed that the bleeding resolved and the patient¿s condition is continuing to be monitored. The patient remains ongoing on the heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU), rev. A is currently available. Section 1, ¿introduction¿, lists potential adverse events, including bleeding that may be associated with the use of the hm3 lvas. Additionally, section 6, "patient care and management", provides information regarding the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications in the event there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was communicated on (B)(6) 2024 that the bleeding was resolved, and the patient was continuing to monitor the condition.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.